Event description:
It was reported to resmed that an astral device displayed an unspecified system fault and a red screen with an ¿!¿ symbol and became inoperable while in use on a patient who used the device 24 hours a day. The nurse initiated manual ventilation.

Manufacturer narrative:
The device was returned to a third party servicer for an evaluation. The reported complaint of red screen was confirmed. The reported complaint of an unspecified system fault could not be reproduced. The device was replaced. The device has been received at resmed for an engineering investigation. The methods, results and conclusion are not finalized. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed an error message (sf137) related to loss of communication with the pneumatic block along with an abnormal restart alarm. Performance testing could not reproduce the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software fault. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: case-(B)(4)